Event description:
On 04/20/2009: customer reports during procedures, the fluoro will fail. Customer has to reset the generator console, then continue on with the procedures. No reported injury. There is no backup room available for urology procedure.

Manufacturer narrative:
Fse found corrosion build up on the fuse on drac interface board causing the fuse to not make good contact. Fse replaced the fuse, but could not determine why there was corrosion on the fuse. Fse verified full operation in accordance to service manual. System returned to full service by the customer.